Manufacturer narrative:
Tandem¿s t:slim x2 user guide states that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. In addition, the t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with over 300 units of cold insulin. Blood glucose level was 270 mg/dl. Reportedly, the cartridge was reloaded successfully to address the issue.